Event description:
The customer reported that the insulin pump alarmed and the device was exposed to moisture. Troubleshooting was performed and the customer was not able to clear the alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.